Manufacturer narrative:
(B)(4) sealed units were returned for evaluation. All units were visually inspected. It was observed that all suction tubes were connected to tip inserts. A manual pull test was performed to the suction tubes and 1 suction tube detached from the tip insert. Glue applied was not uniformly distributed through the connected parts. Based on device risk documentation and evaluation of units received from previous similar events, the most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (suction tube and tip insert).

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the tip and the shaft of the coaxial high flow tip broke during a procedure and fell into the surgical site. The physician was able to manually remove the tip without any adverse consequences or medical intervention. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the tip and the shaft of the coaxial high flow tip broke during a procedure and fell into the surgical site. The physician was able to manually remove the tip without any adverse consequences or medical intervention. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.